Event description:
The MFR received info alleging a pt damaged the ventilator's power cord. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's svc ctr, the ac inlet connector was found to be damaged. The device's ac inlet connector and power cord were replaced to address the issue.